Event description:
New information received stated that on march 4th, 2020, the patient presented in clinic for a follow up. The pacemaker exhibited additional stored episodes of right ventricular lead noise. Upon attempting to recreate the noise, abnormal electrogram were observed. The cause of the anomaly was not known. The lead was reprogrammed to address the noise. Related manufacturer reference number: 2017865-2020-03198.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic was notified remotely that the right ventricular lead exhibited noise. The patient then presented in clinic for a pulse generator check. Upon interrogating the device, it was discovered that the right ventricular lead exhibited several episodes of noise oversensing. The noise was reproducible in clinic with isometric exercises. The physician was notified and the right ventricular lead sensitivity was reduced. There were no patient complications or symptoms.